Manufacturer narrative:
This report is filed on september 20, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, september 20, 2016.

Manufacturer narrative:
This report is filed on october 25, 2018.

Manufacturer narrative:
Per the clinic it was reported that the device was explanted on (B)(6) 2018. This report is filed on october 22, 2018.